Event description:
It was reported that the surgeon stated that the handpiece was getting warm and then became too hot to the touch. Another handpiece and a new dissecting hook were used to complete the case. There was no consequence to the pt.